Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. During testing, the contrast and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the information label on the back of the pump was torn and illegible. (B)(6).